Manufacturer narrative:
A complete analysis of 1 opened and used enlite sensor found the sensor cannula retracted and bent inside of the sensor. No broken or missing parts were observed during analysis. Unable to confirmed customer received sensor in said condition due to customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a lost sensor alarm. Customer's blood glucose was 164 mg/dl. When customer removed sensor, the probe was not attached. Customer states that it does not seem as if probe was in the body. Sensor would be replaced.